Manufacturer narrative:
Date of event and patient's weight is estimated. This device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that the patient was unable to disable MRI mode. An abbott representative met with the patient and was able to successfully disable the patient¿s ipg from MRI mode using a cp. Once the ipg was taken out of MRI mode, the clinician programmer was able to bond with the ipg. Additionally, it was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.